Event description:
It was reported cartridge alarm 20 occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, was assisted with proper cartridge loading technique and pump cleaning, and was informed they would receive replacement pump.